Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: returned product consisted of the nc quantum apex balloon catheter. The shaft, hypotube, welds, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded and deflated when received. There was tip damage to the device. The inner shaft was buckled 3.5mm ¿ 4.5mm distal of the bio-component weld. Functional testing was performed by attaching an inflation device filled with water to hub of the device. When positive pressure was applied, the balloon inflated and the catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming that device maintained rated burst pressure (rbp), an attempt to deflate the device by applying negative pressure with the inflation device was made; however, the device did not deflate. Inspection of the inner shaft showed that the buckled inner shaft was creating a blockage causing the device not to deflate and was causing the shaft distal after the buckling to be flattened. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. Bsc ID #: (B)(6). Tw #: (B)(4).

Event description:
It was reported that deflation issues occurred. Vascular access was obtained using antegrade approach and contralateral injection. The chronic total occluded (cto) lesion was located in the proximal right coronary artery (rca). A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. The device was inserted with a microcatheter using the technique of "balloon trapping". However, the balloon cannot inflate completely to the pressure exerted. Moreover, the physician also encountered deflation issues upon deflating the balloon. The device was then removed together with the microcatheter and the guide wire. The procedure as completed with another with same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation issues occurred. Vascular access was obtained using antegrade approach and contralateral injection. The chronic total occluded (cto) lesion was located in the proximal right coronary artery (rca). A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. The device was inserted with a microcatheter using the technique of "balloon trapping." However, the balloon cannot inflate completely to the pressure exerted. Moreover, the physician also encountered deflation issues upon deflating the balloon. The device was then removed together with the microcatheter and the guide wire. The procedure as completed with another with same device. No patient complications were reported and the patient's status was fine.